Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with an unspecified mentor saline breast prosthesis and experienced deflation on the right side post-operatively. As a result, the patient underwent removal on(B)(6) 2018.

Manufacturer narrative:
On 9/27/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 9/27/2018 indicated the patient elected to undergo bilateral removal and replacement with saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, lot number 7601859, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 10/9/2018 indicated that the device was a saline mentor smooth round moderate plus profile 350cc breast implant, catalog number 3502350, lot number 5886790. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, two devices with the same lot number were returned. Both contained no fluid and white material was observed within the devices. Mentor product analysis lab discovered on device a a rent measuring approximately 5.1 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. Also it noticed a few creases on both views of the implant. No other anomalies were discovered. Device b has a rent measuring approximately < 0.1 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).